Event description:
It was reported that a pump is having problems downloading the drug library. There was also no reported pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. If the device is identified and returned in the future, a supplemental report will be submitted.